Event description:
It was reported that when using the bd pyxis¿ anesthesia station es machine was crashed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application was crashed. The technical support specialist (tss) disabled the network interface card (nic) power management settings to prevent them from re-enabling after identifying an event ID indicating ¿network link disconnected¿ prior to the crash. The customer acknowledged the resolution. The system functioned as intended after the technical support specialist troubleshot the issue.